Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a needle detached from the suture. It was noted that there was a problem with the optilene suture. The physician stated that the suture was broken "out of the needle swage". No further information was provided but further details have been requested.

Manufacturer narrative:
Samples received: 4 unopened racepacks and two pictures. Analysis and results: there is one previous complaint of this code-batch regarding needle detachment but closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received four closed samples and two pictures from the customer showing a sample with the needle detached from the thread and the thread is splitted. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.36 kgf in average and 1.27 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum) we have also tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.93 kgf in average and 0.51 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Nevertheless, we have found splitting on thread surface in two of the closed samples received after performing needle attachment strength test. Probably, it is caused due to an excessive strength applied to attach the thread to the needle. We have checked the batch manufacturing record of this product and there was an internal non conformity related to thread splitting. After the reprocessing the product, the results before releasing the product fulfilled usp/ep and b.braun surgical requirements. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.